Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient had a gelweave ante-flo graft implanted. A follow up CT scan was performed which detected a seroma formation. The graft was explanted on (B)(6) 2020 with a total aortic arch replacement procedure.